Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a (B)(6) alinity I (B)(6) results for one patient in comparison to other methods. The initial result was (B)(6), and repeated as (B)(6). When repeated with another method (tppa colloidal gold elisa) the result was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Section d9 - date returned to mfg date was removed as it was inadvertently added. Section d4 - lot no was updated from 28077be00 to 28077be01.

Event description:
The customer identified a falsely negative alinity I syphilis tp results for one patient in comparison to other methods. The initial result was 0.79 s/co (nonreactive), and repeated as 0.84 s/co (nonreactive). When repeated with another method (tppa colloidal gold elisa) the result was positive. On (B)(6) 2022, the customer reported two additional patients which experienced falsely negative results when compared with other methods. For the first additional patient, the trust result was positive, the colloidal gold result was positive, the elisa result was positive, the tppa result was suspected positive, the mindary result was positive, and the abbott test result was 0.71 s/co (nonreactive). For the second sample, the trust result was negative, the colloidal gold result was positive, the elisa result was positive, the tppa result was negative, and the abbott test result was 0.44 s/co (nonreactive). On (B)(6) 2022 the customer reported one additional patient who was nonreactive when compared with other methods. For the hemodialysis patient, the initial abbott result was 0.99, the trust result was negative, the colloidal gold result was positive, and the tppa result was positive. A past result yielded by the roche platform was positive.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot number 28077be01, stored at the recommended storage condition. All specifications were met, and no false reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 28077be01, was identified.

Event description:
The customer identified a falsely negative alinity I syphilis tp results for one patient in comparison to other methods. The initial result was 0.79 s/co (nonreactive), and repeated as 0.84 s/co (nonreactive). When repeated with another method (tppa colloidal gold elisa) the result was positive. On (B)(6) 2022, the customer reported two additional patients which experienced falsely negative results when compared with other methods. For the first additional patient, the trust result was positive, the colloidal gold result was positive, the elisa result was positive, the tppa result was suspected positive, the mindary result was positive, and the abbott test result was 0.71 s/co (nonreactive). For the second sample, the trust result was negative, the colloidal gold result was positive, the elisa result was positive, the tppa result was negative, and the abbott test result was 0.44 s/co (nonreactive). On 26 apr 2022 the customer reported one additional patient who was nonreactive when compared with other methods. For the hemodialysis patient, the initial abbott result was 0.99, the trust result was negative, the colloidal gold result was positive, and the tppa result was positive. A past result yielded by the roche platform was positive.

Event description:
The customer identified a falsely negative alinity I syphilis tp results for one patient in comparison to other methods. The initial result was 0.79 s/co (nonreactive), and repeated as 0.84 s/co (nonreactive). When repeated with another method (tppa colloidal gold elisa) the result was positive. On 19 april 2022, the customer reported two additional patients which experienced falsely negative results when compared with other methods. For the first additional patient, the trust result was positive, the colloidal gold result was positive, the elisa result was positive, the tppa result was suspected positive, the mindary result was positive, and the abbott test result was 0.71 s/co (nonreactive). For the second sample, the trust result was negative, the colloidal gold result was positive, the elisa result was positive, the tppa result was negative, and the abbott test result was 0.44 s/co (nonreactive).

Manufacturer narrative:
The customer provided additional questioned patient results; refer to b5 for results provided.

Manufacturer narrative:
The customer provided additional questioned patient results; refer to b5 for results provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a falsely negative alinity I syphilis tp results for one patient in comparison to other methods. The initial result was 0.79 s/co (nonreactive), and repeated as 0.84 s/co (nonreactive). When repeated with another method (tppa colloidal gold elisa) the result was positive. On (B)(6) 2022, the customer reported two additional patients which experienced falsely negative results when compared with other methods. For the first additional patient, the trust result was positive, the colloidal gold result was positive, the elisa result was positive, the tppa result was suspected positive, the mindary result was positive, and the abbott test result was 0.71 s/co (nonreactive). For the second sample, the trust result was negative, the colloidal gold result was positive, the elisa result was positive, the tppa result was negative, and the abbott test result was 0.44 s/co (nonreactive). On (B)(6) 2022 the customer reported one additional patient who was nonreactive when compared with other methods. For the hemodialysis patient, the initial abbott result was 0.99, the trust result was negative, the colloidal gold result was positive, and the tppa result was positive. A past result yielded by the roche platform was positive.

Manufacturer narrative:
Sample return was received after the original complaint investigation. Returned patient samples were able to be tested, on (B)(6) 2022 as part of the complaint investigation, with the following results: sample ID 2 alinity I syphilis tp: 0.99 s/co (non-reactive) recomline treponema igm: borderline (tp47: ++) recomline treponema igg: negative based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 28077be01, was identified.

Event description:
The customer identified a falsely negative alinity I syphilis tp results for one patient in comparison to other methods. The initial result was 0.79 s/co (nonreactive), and repeated as 0.84 s/co (nonreactive). When repeated with another method (tppa colloidal gold elisa) the result was positive. On (B)(6) 2022, the customer reported two additional patients which experienced falsely negative results when compared with other methods. For the first additional patient, the trust result was positive, the colloidal gold result was positive, the elisa result was positive, the tppa result was suspected positive, the mindary result was positive, and the abbott test result was 0.71 s/co (nonreactive). For the second sample, the trust result was negative, the colloidal gold result was positive, the elisa result was positive, the tppa result was negative, and the abbott test result was 0.44 s/co (nonreactive). On (B)(6) 2022 the customer reported one additional patient who was nonreactive when compared with other methods. For the hemodialysis patient, the initial abbott result was 0.99, the trust result was negative, the colloidal gold result was positive, and the tppa result was positive. A past result yielded by the roche platform was positive.